Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. The foreign material was not removed since the reprocessing was not conducted properly due to leakage from biopsy channel. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that his olympus evis exera iii gastrointestinal videoscope was presenting an e216 error code during use. There was no patient harm reported as a result of this event. During the device evaluation, it was discovered that the unit had undergone insufficient reprocessing as foreign material was found on the control knobs. This report is being submitted to capture the insufficient reprocessing confirmed during the device evaluation.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, as noted in b5, the unit had undergone insufficient reprocessing as foreign material was found on the control knobs. There were several other forms of wear and tear noted throughout the device. Those include but are not limited to scratching, dents, and cuts. If additional information becomes available following the device evaluation, a supplemental report will be filed.